Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed what appears to be a stylet threaded through a powerpicc catheter. One end of the catheter tubing could be seen near the bottom of the photograph; however, details of this end of the tubing could not be discerned from the returned photograph. Evidence of use was observed on the catheter tubing. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient had catheter inserted on (B)(6) 2023, with a length of 39cm.b the catheter was extubated on (B)(6) 2024. It was difficult to extubate. An interventional guidewire was used to assist the extubation. When it was pulled out, the length of the catheter was found to be 29cm. It was judged the catheter broke, and 10cm remained in the patient's body. The interventional department in the hospital was invited to remove it through surgery. No other information was provided.

Event description:
It was reported the patient had catheter inserted on (B)(6) 2023, with a length of 39cm. The catheter was extubated on (B)(6) 2024. It was difficult to extubate. An interventional guidewire was used to assist the extubation. When it was pulled out, the length of the catheter was found to be 29cm. It was judged the catheter broke, and 10cm remained in the patient's body. The interventional department in the hospital was invited to remove it through surgery. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.